Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported recurrent mitral regurgitation (mr) and dyspnea appear to be cascading effects of the incomplete coaptation. Furthermore, mr and dyspnea are listed in the mitraclip g4 system instructions for use as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the incomplete coaptation could not be determined. The reported hospitalization, required medication, and unexpected medical intervention (additional mitral valve procedure) are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment, requiring intervention. It was reported that on (B)(6) 2021, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 4. Two mitraclips were successfully implanted, reducing the mr to <1. On (B)(6) 2021, the patient presented with dyspnea and a follow-up echocardiogram was performed. Moderate to severe mr, along with a partial clip detachment on the posterior leaflet were observed. A single leaflet device attachment with this clip had not yet been confirmed at this time. Medications were provided as treatment. On (B)(6) 2021, another mitraclip procedure was performed as treatment. The partial clip detachment was confirmed an slda with the nt mitraclip (cds0701-nt, 00929u160). There was no device related tissue injury. As treatment, another mitraclip was implanted between the index procedure clips, reducing the mr from 4 to grade 1-2. No additional information was provided regarding this issue.